Event description:
The customer reported that the applicator needle of the abbott diabetes care (adc) device remained in their skin. The customer experienced bleeding after insertion and abnormal pain. The customer self-treated by removing the needle off from their skin. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the applicator needle of the abbott diabetes care (adc) device remained in their skin. The customer experienced bleeding after insertion and abnormal pain. The customer self-treated by removing the needle off from their skin. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Applicator (B)(6) has been returned and investigated. Visual inspection performed on the returned applicator and no issue was observed. Applicator had fired correctly. Pry opened and inspect sharp, and no issues were observed. The customer has not delivered the sensor so I was unable to inspect it. Sensor pack 301wh7alu8m has been returned and investigated. Visual inspection performed on the returned sensor pack. Lid was not completely peeled off. Platform slides up and down. Minor damage to guide ribs was observed. The acceptable damage to transition features was observed. The acceptable damage to lock and ramp features and they did not affect platform functioning was observed. Therefore, issue is not confirmed. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.